Event description:
I health 5 pk covid test. Lot 221co20120. First test never showed even control line yesterday. Today I made sure sample size was more than adequate and got same result. Took flow flex test today with no issue. I have used the ihealth brand extensively since mid dec. With no issue. Ordered all health test from amazon and there is nothing to suggest counterfeit. While the money spent on the five pack of test is frustrating, these test are not reading and should be recalled. (B)(6) I can send photos if needed.